Event description:
At the conclusion of a surgical procedure it was discovered that the pt had a burn to the left lateral thigh approx 5 cm x 0.5 cm x 2-3 mm deep. Pt treated and discharged, returned to physician's office for subsequent evaluation and consultation with plastic/reconstructive surgeon. Estimated cost of scar revision is unknown. Equipment immediately taken out of svc, impounded by bio-medical engineering. No comprehensive equipment evaluation was undertaken. Bio-medical engineering determined that original equipment settings could not be determined subsequent to incident due to inherent design of equipment controls. Preliminary handling of equipment by tech in bio-medical engineering resulted in minor electrical burn to hand of tech from equipment hand-piece. Equipment is to be forwarded to MFR for evaluation and repairs or replacement.device not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-95. Service provided by: user facility biomedical/bioengineering department. Service records available.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: component failure. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.